Manufacturer narrative:
The device was returned to mmdg for evaluation. A DHR review was completed and found no non-conformances. When the pump was returned to mmdg for investigation the speaker had failed. This caused the auxiliary alarm to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter states that the pump auxiliary alarm was not functioning as expected. They stated that it failed to alarm. The initial reporter also stated that this occurred during testing and had no affect on a patient. (B)(4).